Manufacturer narrative:
The customer performed troubleshooting on the issue by retesting the sample in question and all other architect stat troponin-I patient samples run that day. All other results were consistent with their initial results. The customer was unsure if the sample in question contained fibrin. There was no impact to any patient management reported. A review of complaint tracking and trending metrics was performed and identified no related adverse trends in conjunction with the complaint issue currently under evaluation. No non-conformances or deviations were identified. No returns were available fro the customer site. The architect system operations manual and the architect stat troponin-I assay package insert provide information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is evidence to reasonably suggest a product malfunction occurred. However, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that one patient sample generated an initial architect stat troponin-I assay result of 0.35 ng/ml, which was reported from the lab. The result was questioned by the patient's physician. The sample (lithium heparin) was retested and generated a result of 0.02 ng/ml. There is no impact to patient management reported. The customer retested a number of samples and all retest results matched the initial results. The customer uses a cut-off value of 0.05 ng/ml with a critical value of 0.10 ng/ml.